Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose catheter fit onto a groshong connector is inconclusive due to the groshong connector not being returned. One 4 fr groshong catheter and 8 segments of the groshong catheter were returned for evaluation. Functional testing of attempting to slide each side of each returned segment onto a non-complainant groshong connector revealed each returned segment to slide onto and off of the non-complainant groshong proximal connector without feeling loose. A microscopic observation revealed measurements of the inner diameter of each side of each returned groshong segment to be within specifications of dwg7016301, revision 2. Because the complainant groshong connector was not returned for evaluation, the complaint of a loose-fitting catheter onto its connector is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the catheter was attempted to be inserted into the stem of the catheter connector, the connection was loose and the catheter could not be connected to the catheter connector. Another new catheter connector was connected to the catheter. There was no reported patient injury.

Event description:
It was reported that when the catheter was attempted to be inserted into the stem of the catheter connector, the connection was loose and the catheter could not be connected to the catheter connector. Another new catheter connector was connected to the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.